Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart. Rewind, basic occlusion, occlusion, alarmed compromised force sensor system and excessive no delivery test or verify failed battery test alarm due to blank display.

Event description:
It was reported that the insulin pump had failed battery test alarm. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. Customer reported that they received the new battery cap, but the insulin pump continues alarming failed battery test. Customer reported that they removed the battery, cleaned the battery contacts cap and compartment with a cotton swab and inserted a new battery and the insulin pump turned on without alert. The device will be returned for analysis.